Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that  they fell down the steps last friday night and now they can't hold their water. Patient said they are a little stiff. Patient started wetting on sunday and has been wetting each day 1 or 2 times. Patient said they get the urge to urinate and they just go, just like before they got the device. Before the fall the patient wasn't wetting at all. Patient fell on the opposite side of the device. Reviewed how to increase stim. Patient was able to feel stim in the bike seat area. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Patient also mentioned at night they get an ache which feels like their bottom end is going fall out. Additional information was received from the patient on (B)(6) 2023. They reported that they have contacted their hcp about this issue and have had appointments on (B)(6) 2023, and have one on (B)(6) 2023 after which they stated "hospital (surgery)." The effect of the patient's fall on their implant was determined. They saw their neurosurgeon on (B)(6) 2023, and the surgeon wanted to wait a month. On (B)(6) 2023 they had an appointment where they were back to square one from their fall.